Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wj5t, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient reported paresthesia in the wrong location and a loss of therapy. Patient has experienced a loss or change of therapy. Patient reports stimulation was in wrong location, feels in vaginal area but more so in left foot. Radiation therapy could be related to this issue. She had tried decreasing and switching programs. That does not resolve the issue. Patient was to notify hcp (healthcare provider) office and request for them to contact manufacturer representative. The patient was diagnosed with gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.